Event description:
It was reported that during a da vinci-assisted surgical procedure, error 45311 occurred and the left video on the surgeon side console (ssc) and vision side cart (vsc) was missing. The surgeon made the decision to convert the procedure to traditional laparoscopic techniques with no reported injury. The error indicates the display coordinator (dc) detected loss of the left primary camera-video input. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: at the beginning of the procedure the surgeon was able to see but after the error occurred only video in the right eye was visible. An isi field service engineer advised to hard-cycle the system, reconnect the camera head and camera cable; however, the issue persisted. The fse advised the surgeon could continue in 2d as opposed to 3d vision to finish the procedure; however, the surgeon made the decision to convert the procedure to traditional laparoscopic techniques with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem and verify error 45311 in the log files. The fse swapped the serial-digital-interface cable on the personality module audio video board and confirmed that there was no image on the right side of the double camera controller (doco). The fse replaced the doco and camera cable to resolve the problem. The system was tested and verified as ready for use. Use. Isi received the doco involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the customer reported complaint. This unit was installed into the test system, and it failed the video test as the left image was lost. After troubleshooting it was found the left camera control unit was cause the issue. The reported complaint was confirmed based on the failure analysis investigation.